Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Concomitant products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported there were multiple colors throughout the screen, very slow to boot up. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.